Manufacturer narrative:
(B)(4). Device availability is unknown. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) - this complaint was reviewed and reassessed by a baxter medical director. Per the report from the patient's physician, the patient's death was caused by a myocardial infarction and was not related to the pd therapy. There was no allegation of a device malfunction. There is no evidence that the device or disposables were causally related to this event.

Event description:
On (B)(6) 2011, the home patient's (hp) family contacted baxter (B)(4) and stated that on that day, the hp had died. The cause of death was myocardial infarction. Per the physician, on (B)(6) 2011, the pritoneal dialysis therapy was stopped. This event was not related to the peritoneal dialysis therapy. There was no allegation of device malfunction.